Event description:
It was reported that a malfunction alarm occurred with a specific code affecting the equipment, though no notable events preceded the malfunction. There was no reported impact to the customer¿s blood glucose level as they declined to provide this information. Technical support assisted the customer by providing pump reset information, which successfully resolved the issue without recurrence of the malfunction code.